Event description:
It was reported that (1) device was used during a urological procedure. It was reported by the affiliate that the scb45 articulating lever broke. Another device was used to complete the case. There was no consequence to the patient.